Manufacturer narrative:
Samples were collected in lithium heparin tubes and centrifuged for 5 minutes at 3000 rpm. Customer stated the sample was a short draw with very little in the tube. The sample was respun and retested in a 0.5ml sample cup. Two other samples from the patient were tested on a different instrument. Qc is performed daily and have been within the passing range. A field service engineer (fse) was on site 07/26/2010, and no hardware issue was noted. Fse assisted the customer to set up repeat tests for all bhcg results >5.00 and <100.00 miu/ml.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a false positive total beta-hcg result on one patient sample generated by the unicel dxi 800 access immunoassay analyzer. Results within the normal reference range were obtained upon repeat analyses. No reports of death, injury, or change to patient treatment have been reported in connection with this event.